Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant procedure the patient experienced excessive intraoperative bleeding. The physician decided to abort the case and both the right atrial (ra) lead and right ventricular (rv) lead were attempted/not used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.